Event description:
It was reported that a vena cava filter was difficult to advance through the sheath from the femoral access site. Force was used to push the filter out from the sheath; however, the filter was then retrieved from a jugular access site due to the poor condition of the filter upon deployment. Another vena cava filter was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has not been provided and the device history records are being reviewed. The investigation is currently underway.